Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The device was very bloody. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "intermittent power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro had intermittent power and would not work. A new kit was used to complete the procedure. There were no pt effects. The product was returned.